Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient alleges that patient underwent left total hip arthroplasty on (B)(6), 2004. Subsequently, legal counsel for patient reports patient underwent a revision procedure on (B)(6), 2009 and again on (B)(6), 2013 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility and range of motion, fluid build-up around the hip joint, metal poisoning, and metallosis. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from patient operative (op) notes dated (B)(6), 2009 reports the patient was revised due to pain. Revision op notes report a loose acetabular component and anterior bone loss. The head was removed and replaced. The cup was removed and replaced with a competitor component. Op notes dated (B)(6), 2013 report patient was revised due to pain. The head and taper were removed and replaced.

Event description:
Legal counsel for the patient alleges that patient underwent left total hip arthroplasty on (B)(6) 2004. Subsequently, legal counsel for patient reports patient underwent a revision procedure on (B)(6) 2009 and again on (B)(6) 2013 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility and range of motion, fluid build-up around the hip joint, metal poisoning, and metallosis. Review of invoice history confirms a total hip arthroplasty procedure occurred on (B)(6) 2004 and a revision procedure on (B)(6) 2009 where the head and cup were removed and replaced. Invoice history confirms a second revision procedure on (B)(6) 2013 where the head and taper were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, "number 1 states, "material sensitivity reactions." Number 6, "inadequate range of motion due to improper selection or positioning of components." Number 14, "intraoperative or postoperative bone fracture and/or postoperative pain. And number 15, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 4 mdrs filed for the same event (reference 1825034-2014-01454 / -01457).